Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The returned complaint pump was visually inspected. No biomaterial and foreign materials were observed. No broken blades were found. Cannula kink was observed. The root cause of the low pump flow was due to a cannula kink. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the initial impella could not reach pump flows above one liter per minute. An additional cannula was utilized and a kink was observed. Suction alarms and low flows were present. The device was explanted. The procedural outcome was the patient survived.